Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by a penumbra distributor on 8/11/2021: 1. Section b. Box 5. Describe event or problem evaluation of the returned pod pc revealed that the pusher assembly was fractured, and the embolization coil was detached from the pusher assembly within the introducer sheath. If the device is forcefully advanced against resistance, damage such as a kink and subsequent fracture may occur. The detached embolization coil was likely a result of the fracture. Further evaluation revealed additional pusher assembly kinks, and the mid-joint was retracted through the proximal end of the introducer sheath. This damage was likely incidental to the reported complaint. Evaluation of the returned lantern revealed an unknown substance was within the hub. During functional testing, a demonstration pod pc and stainless-steel mandrel were unable to be advanced through the proximal end of the lantern. The stainless-steel mandrel was advanced through the lantern from the distal end, and an unknown substance was observed. After removal of the unknown substance, the demonstration pod pc was advanced through the lantern without an issue. The root cause of the unknown substance could not be determined; however, this damage likely contributed to the resistance during the procedure. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of the unknown substance. This report is associated with MFR report number: 1.3005168196-2021-01709. H3 other text : placeholder.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod packing coils (pod pcs), a lantern delivery microcatheter (lantern), and a 5f angiographic catheter. During the procedure, while the physician was advancing a pod pc through its introducer sheath and into the hub of the lantern, resistance was encountered. Another physician then attempted to advance the same pod pc; however, the pod pc would not advance. Subsequently, the physician kinked the pusher assembly of the pod pc. Therefore, the pod pc and lantern were removed. The procedure was completed using a new pod pc and a new lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2021-01709.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod packing coils (pod pcs), a lantern delivery microcatheter (lantern), and a 5f angiographic catheter. During the procedure, while advancing a pod pc through its introducer sheath and into the lantern, resistance was encountered and subsequently, the physician kinked pusher assembly of the pod pc. Therefore, the pod pc and lantern were removed. The procedure was completed using a new pod pc and a new lantern. There was no report of an adverse effect to the patient.